Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file was submitted due to reports of the patient having an active driveline fault alarm while in clinic. Log file submitted revealed driveline faults alarm that appeared to be the result of a very low monitoring value in phase 2 of the driveline. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. Evaluation of the submitted log files revealed that long strings of driveline fault alarms in phase 2 accompanied by yellow wrench advisories throughout the event history. The alarm did not affect the controller¿s ability to operate the pump at the set speed. Routine power cable disconnects were also captured. The phase data appeared to indicate that the brown wire was damaged, thus reducing the amount of voltage running through it. Multiple attempts were made to obtain additional information to the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas) (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.